Event description:
A customer reported that there was isoton (diluent) leak on coulter lh500 hematology analyzer. The leak was contained within the instrument. The operator was wearing a lab coat, gloves, and goggles when the leak was discovered. There was no report of exposure to mucous membranes or open wounds, and no one sought medical attention. Material safety data sheet (msds) was not reviewed, but there is an exposure control or risk management plan in place at the facility. There was no report of patient results being affected by this event. There was no report of death, injury or change to patient treatment as a result of this event. Field service engineer (fse) found a leak at pinch valve pv47, which was incorrectly connected to a tube. The tubing at pv47 carries diluent or cleaning agent for sheath refill. The cause of incorrect connection at pinch valve pv47 is unknown, but could be user error.

Manufacturer narrative:
(B)(4).